Manufacturer narrative:
The biomedical engineer (bme) reported that around 10:15 am ((B)(6) time) the central nurse's station (cns) shut off and then rebooted. The customer stated that at 10:13 am, they noticed that the patient data had stopped being stored on the cns, and then the unit shut off. They stated that after the reboot the cns came back up and is running without any further issues and no errors messages. Nihon kohden technical support (tech support) asked if there is a problem with the hdds, and the customer confirmed the hdds are fine with no errors or problems. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Telemetry transmitter(s) - gz series: model: ni, sn: ni.

Event description:
The biomedical engineer (bme) reported that around 10:15 am ((B)(6) time) the central nurse's station (cns) shut off and then rebooted. The customer stated that at 10:13 am, they noticed that the patient data had stopped being stored on the cns, and then the unit shut off. They stated that after the reboot the cns came back up and is running without any further issues and no errors messages. Nihon kohden technical support (tech support) asked if there is a problem with the hdds, and the customer confirmed the hdds are fine with no errors or problems. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that at around 10:15 am (hawaii time) the central nurse's station (cns) shut off and then rebooted. The customer stated that at 10:13 am, they noticed that the cns stopped storing patient data, and then the unit shut off. After rebooting the cns, it was up and running with no further issues. Nihon kohden technical support (tech support) asked if there is a problem with the hdds, and the customer confirmed the hdds are fine with no errors or problems. No patient harm was reported. Investigation summary: device logs were collected and sent to nihon kohden corporation (nkc) for analysis, and it was found that the watchdog tool detected an abnormality at 10:17 on july 20, 2021. In order to maintain monitoring, the operating system was restarted as a safety function and returned to normal operation. However, nkc was unable to find the cause from the logs. Nkc confirmed that the eg patient was moved 5 minutes before the watchdog was activated, but the patient movement resulted in the failure. From that time on, communication error logs began to appear. There may have been some communication error, but there was no log to prove it. Based on the given information, further investigation was difficult and terminated because there was no additional request from the customer." The analysis concluded that the shutdown/reboot was triggered by the watchdog tool when an abnormality was detected. This abnormality is presumed to be related to communication error, but there was insufficient information to continue the investigation. Service history for this serial number was reviewed for communication and transfer issues: five incidents were found, relating to patient admit, discharge (adt) and transfer in april 2021. There were no additional adt incidents until the cns reboot event on 7/20/2021. This indicates an abnormal adt procedure. Service history for this facility is reviewed for patterns of adt issues. After april 2021, there was no recurrence of tickets with "admit," "discharge," or "transfer" in the subject line. It is presumed that the user was unfamiliar with the adt procedure. Spontaneous shutdown or spontaneous reboot events or shutdown are usually reported while the cns is monitoring patients and are triggered by either a power loss or a hardware failure. When the cns experiences a power loss, it can be caused by a variety of events. These events include power outages, generator tests, uninterruptable power supply (failure), power outlet failure. These are environmental factors that impact device functionality. Hardware failure that may result in spontaneous shutdown or reboot includes power cord failure, hard drive failure, and various other essential components of a computer system such as the cooling fan, internal power supply, motherboard, cpu, memory, etc. Most commonly, hard drive failures will result in spontaneous shutdown or reboot of the device. Causes of hard drive failures include normal hard drive failure or failure resulting from frequent power loss, inappropriate shutdown/reboot procedure. The operator manual outlines specific steps to perform a device shutdown or reboot. As with any device, the hard drive supplied with the cns has limited durability. It is the manufacturer's recommendation to have hard drives replaced every two years or 20,000 hours of use. As a maintenance reminder, the user is prompted with a message on the bottom right of the cns screen to check hard drive status once usage has reached 20,000 hours.

Event description:
The biomedical engineer (bme) reported that at around 10:15 am (hawaii time) the central nurse's station (cns) shut off and then rebooted. The customer stated that at 10:13 am, they noticed that the cns stopped storing patient data, and then the unit shut off. After rebooting the cns, it was up and running with no further issues. No patient harm was reported.